Event description:
It was reported that, "during a tha, the trident hemispherical multi shell could not be dissociated from the trident cup tip. Therefore, the surgeon used another shell (non stryker brand) instead."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.